Manufacturer narrative:
Device monitored for several days and no blank display noted. Device passed self test and displacement test. Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device received with normal operating current. Device passed off no power test. No unexpected low battery alarm anomalies noted. No frozen screen noted during test and time clock advances properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 442 mg/dl at the time of the incident. The insulin pump had a button error alarm and none of the buttons were working. Customer stated that the insulin pump was going off and on. The screen was frozen. The device will be returned for analysis.